Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. The device's lid magnet was also missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device's battery was returned for evaluation. Stryker confirmed that the battery was depleted and the root cause of the battery depletion was due to the missing lid magnet. The battery was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on. The device's lid magnet was also missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.